Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has lost weight and the ipg has become superficial and the area is painful. The physician gave the patient injections for the pain, but the issue was not resolved. Surgical intervention it planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician relocated the ipg pocket on (B)(6) 2015. Follow up revealed the patient's issue has been resolved.